Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') and ruptured ectopic pregnancy ('ruptured right ectopic pregnancy') in a female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and ruptured ectopic pregnancy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomies). Essure was removed on (B)(6) 2019. At the time of the report, the ruptured ectopic pregnancy outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered ectopic pregnancy with contraceptive device and ruptured ectopic pregnancy to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6): negative. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') and ruptured ectopic pregnancy ('ruptured right ectopic pregnancy') in a female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and ruptured ectopic pregnancy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomies). Essure was removed on (B)(6) 2019. At the time of the report, the ruptured ectopic pregnancy outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered ectopic pregnancy with contraceptive device and ruptured ectopic pregnancy to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test- on (B)(6) 2012: negative. Quality-safety evaluation of ptc: unable to confirm complain. Most recent follow-up information incorporated above includes: on 10-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.